Manufacturer narrative:
(B)(4). If the device or further details are received at a later date, a supplemental medwatch will be sent. Refer to attached journal article . No specific patient information regarding events has been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Please address the following questions with the author and advise for our investigation to ethwcqcom@its.jnj.com: were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon products / ethibond and vicryl sutures, involved contributed to the adverse events described in the article, specifically: achilles tendon re-rupture and reop; superficial infection, oral antibiotic; superficial wound dehiscence? If yes, provide details of event and specific suture product type. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for the suture devices used?

Event description:
It was reported in a journal article that the patient underwent an achilles tendon repair procedure on an unknown date and suture was used. It was possible that the patient experienced a re-rupture requiring reoperation. It is possible that the patient experienced a superficial infection requiring oral antibiotics. It is also possible that the patient experienced superficial wound dehiscence requiring local wound care. Additional information has been requested.

Manufacturer narrative:
Date sent to FDA: 08/24/2017 .additional information was received and this event no longer meets reportable serious injury criteria. Therefore, this medwatch is being voided.